Event description:
Information received by medtronic indicated that the customer received a error message while bolus. The customer reported a motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period (pump error 41) and an error in the motor was detected by reading unexpected value from hall sensor (pump error 43) alarm. Troubleshooting was performed and found that the customer was able to clear the alarm successfully, the pump rewind was completed, and the customer did a self-test on the pump and it got passed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2023 the customer alleged the pump having pump error 41, 43 alarms. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify pump error 41, 43 alarms and unable download history files, traces files due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, internal battery connector, battery connector, force sensor motor, vibrator during visual inspection. Swapping out test boards confirms critical pump error (open book image) alarm is isolated to pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Unable to confirm pump error 41, 43 alarms and unable download history files, traces files due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm during testing, problem isolated to the pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.